Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemicolectomy. According to the reporter: a hemicolectomy was performed without complications. Seven hours postoperatively there was bleeding and the pt was brought back to the operating room. The staple line of the anastomosis had to be reinforced with manual suturing. A blood transfusion was necessary. There was no reinforcement material used.